Manufacturer narrative:
Date sent to the FDA: 02/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/08/2021. Additional information: a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted a hernia sac that contained some of the mesh and noted that the mesh is clearly bowed above the level of the abdominal wall. He dissected the adhesions to the omentum and small bowel and excised the mesh leaving a portion of the original mesh in place. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted the mesh had separated from the right side of the abdominal wall. Additionally, he identified a recurrent incisional hernia with incarcerated small bowel. He dissected the adhesions and excised the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure is captured in a separate file. No additional information is provided.